Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced system over temp alarm and power up test code 14 prior to use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer evaluated the unit, but was unable to reproduce the reported malfunction. Due to a power up test fails 14, the fse replaced the scroll compressor. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received compressor scroll with a reported unit failure of system over temp alarm. The failure analysis and testing dept. Performed a visual inspection and observed blood on the compressor. Due to the blood found on the compressor the fat dept. Cannot investigate this complaint any further. Retaining the compressor in the fat per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code).

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced system over temp alarm prior to use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.